Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure of the non-tortuous, non-calcified, iliac artery a 6 fr slender sheath was used and after pre-dilatation of the vessel the omnilink elite stent delivery system (sds) was attempted but failed to cross the lesion. During removal of the sds, the stent dislodged in the arm at the distal end of the sheath. The procedure was continued with a smaller size stent successfully deployed in the target lesion. A balloon catheter was then advanced distal to the dislodged stent, but was unsuccessful in removal and the stent was expanded to the vessel wall. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.